Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a coyote es balloon catheter. The shaft, hypotube, tip and balloon were microscopically and visually examined. There were numerous kinks. There was contrast in the inflation lumen, contrast and blood in the balloon, and blood in the guidewire lumen. The balloon was loosely folded. Microscopic inspection revealed tip damage. The device was soaked in a water bath for one day to loosen the blood and contrast in the device. The device was prepped with an inflation device filled with water and connected to the inflation port to inflate the device. There was a pinhole at the distal marker band. There was no marker band damage detected. Inspection of the remainder of the device presented no other damage or irregularities.

Event description:
It was reported that balloon rupture occurred. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries reported.

Event description:
It was reported that balloon rupture occured. The 95% stenosed target lesion was located in the moderately tortuous and severely calcified below the knee artery. A 2mm x 40mm x 145cm coyote es balloon catheter was advanced for dilation. However, the balloon ruptured. The procedure was completed with a different device. There were no patient complications nor injuries were reported.